Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log identified "wrong cassette" alarm message after mode changed to continuous. Functional testing included use testing. The pump was powered on and a cassette was latched. During the investigation, the pump was ran but no problem was found with the pump displaying "wrong cassette" alarm message. Based on the evidence, the complaint was not confirmed. The root cause of the event could not be identified. As a preventative measure the occlusion sensor was replaced.

Event description:
Information was received indicating that it was observed that this ambulatory infusion pump gives wrong cassette alarm. There are no known patient adverse effects.